Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 5 months, 15 days . No further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2017. It was reported that patient required multiple blood transfusions due to chronic iron deficiency anemia. No site of bleeding was detected. Patient was transfused with 2 packed red blood cells (prbc) on (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. Patient's anticoagulation regimen included warfarin. Patient was elected for do not resuscitate (dnr), therefore, care was withdrawn. The pump was turned off which led to patient's expiration on (B)(6) 2018. Pump was not explanted and will not be returned. No further information was provided.